Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient was hospitalized in the intensive care unit (ICU) and experienced mental deterioration and blood pressure fall while receiving treatment in the ICU. It was reported that two days after the peritonitis onset, the patient experienced sepsis and subsequently passed away. The cause of death was reported as due to sepsis. It was not reported if an autopsy was performed. The patient outcome for peritonitis was unknown. Pd therapy was ongoing prior to death. The reporter declined to provide additional information.